Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. On (B)(6) 2025, the patient reported to a nalu representative feeling as if one of the implanted leads may have fractured after a dog jumped on the patient's affected knee. Impedance checks in the field confirmed open circuit errors on all contacts for one lead, seeming to confirm the patient's assessment. Imaging was performed to confirm the fracture as well however was inconclusive. The patient requested to use the system with just the intact lead to determine if therapy would be adequate without any invasive measures. On (B)(6) 2025, the patient reported that the single intact lead was not providing adequate therapy and the patient requested to have the fractured lead replaced. On (B)(6) 2025, a surgical revision was performed to implant a new lead on the medial aspect of the knee. The physician elected to leave the fractured lead in place at this time.

Manufacturer narrative:
The patient reports direct external physical trauma at the location of the fractured lead. It is likely that the dog jumping directly on the knee contributed to the fractured component.